Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a compressor failure identified before use. There was no patient involvement and injury.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Customer reports power up code 14. The fse replaced compressor, scroll, muffler,1/8 npt, muffler <100 micron. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: compressor scroll. This part was received with a reported unit failure message of power up 14 error code. Performed visual inspection of this part received and part looks in good condition. Installed compressor scroll into the cardiosave test fixture and tested to the cardiosave service manual. Performed functional and calibration tests. Passed all functional and calibration tests. The fat dept. Pumped the cardiosave test fixture with complaint compressor scroll and did not see power up error code 14. Compressor scroll passed testing. Retaining compressor scroll in the fat dept. Per procedure.